Manufacturer narrative:
Correction 09/14/2015 - on 08/13/2015, the reporter contacted lifescan USA, alleging a button issue that after set up, the back button would not work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.